Event description:
It was observed during evaluation of the colonovideoscope, a white residue was observed inside the air/water (a/w) cylinder and channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was observed having non-olympus parts. Therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.